Event description:
The microfiber warmer drape was found to have a 1cm melted portion when it was removed from the fluid warmer. Fluid was also noted to have leaked into the bottom of the fluid warmer via a hole in the melted portion of the drapes.